Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9, e3.

Manufacturer narrative:
The used device is discarded and is not available for investigation however an unused device is available for investigation. A device history review should be performed, and a supplemental report will be submitted. E1: initial reporter establishment name: (B)(6). Additional contact information: (B)(6).

Event description:
The event occurred on an unspecified date in (B)(6) 2025 and involved a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm and it was reported that during the chemotherapy infusion, paclitaxel leakage was detected from the air filter vent. There are no visible defects. The product was stored in original packaging, room temperature. There was patient involvement, but no patient harm/ adverse event reported.